Event description:
The customer reported the system would not operate in cine mode. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine drive power connector. The system operates as intended.